Event description:
I had an interstim implant for a year it never ready helped very much with my bladder control problems. At the one year mark the implant site became very infected and the device was protruding out of my body. The doctor said my body was rejecting it. So it was surgically removed. The doctor said this is very uncommon. Most of the time if your body is going to reject it, it would be right away. I guess people need to know that this can happen. It was told to report this information to you from the (B) (4) president. Dates of use: continually (B) (6) 2009 -- (B) (6) 2010. Diagnosis or reason for use: bladder control.